Manufacturer narrative:
This report has been identified as event five of b. Braun (B)(4) internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): event 5: catheter detached. Catheter withdrawal from the connector occurred in the ward of gastrointestinal surgery.